Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for black foreign material in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. CAPA # 503254.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tube had foreign matter in the gel found before use. The following information was provided by the initial reporter, translated from chinese to english: "customer complaint, before use this batch, they found 1ea. Tube has fm in the tube(gel)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tube had foreign matter in the gel found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complaint, before use this batch, they found 1ea tube has fm in the tube (gel)."